Event description:
A diabetic received low glucose values of 57, 70, and 34 mg/dl in 2002. The next day after receiving glucose values of 37 and 41 mg/dl the pt called their dr. The dr told the pt to drink 8 ounces of orange juice and re-test 30 minutes later. The pt's re-test produced a glucose value of 36 mg/dl and the dr told the pt to go to the emergency room. The pt's glucose level was assessed while at the hosp (approximately two hours after, the pt drank 8 ounces of orange juice and re-tested their blood glucose), the pt's glucose level was 73 mg/dl. The pt was given an antibiotic to treat an unrelated infection/condition and pt was released from the emergency room.